Event description:
Cause of the error is unknown. Troubleshooting involved resetting the recharger. Patient will be monitoring to make sure the issue doesn't come back, but at this time it seems the issue has resolved. Rep will be meeting with patient sometime in the future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d10 references: product ID b3301542m serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID b32000 lot# 082m27723 implanted: (B)(6) 2024 product type accessory product ID b32000 lot# 082m25423 implanted: (B)(6) 2024 product type accessory product ID b3301542 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID b3400060m serial# (B)(6) implanted: (B)(6) 2024 product type extension product ID b3400060 serial# (B)(6) implanted: (B)(6) 2024 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient got error 1202 while recharging. The error went away, and they hadn¿t seen it since. It was reviewed the error was related to overvoltage. It was recommended to meet with the patient to obtain logs and perform a physician recharge mode to reset the implant. If this didn¿t work they may need to discuss explant.

Manufacturer narrative:
Continuation of d10: product ID b3301542m serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID b32000 lot# 082m27723 implanted: (B)(6) 2024 product type accessory product ID b32000 lot# 082m25423 implanted: (B)(6) 2024 product type accessory product ID b3301542 serial# (B)(6) implanted: (B)(6) 2024product type lead product ID b3400060m serial# (B)(6) implanted: (B)(6) 2024: product type extension product ID b3400060 serial# (B)(6) implanted: (B)(6) 2024. Product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient got error 1021 while recharging. The error went away, and they hadn¿t seen it since. It was reviewed the error was related to overvoltage. It was recommended to meet with the patient to obtain logs and perform a physician recharge mode to reset the implant. If this didn¿t work they may need to discuss explant.